Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. Consumer reported upon attempted removal of a pessary, the string was separated from the bladder support. She was unsure if it separated when she pulled on it for removal or if it separated during wear. She manually removed the bladder support from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.